Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the epg (external pulse generator) was attached to a patient and turned on. There was no pacing spike. No patient complications were reported as a result of this event.